Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-02250. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the device automatically shuts down during use. The power supply is normal and when the power button is pressed the device does not turn on. Philips has started an investigation of the complaint.